Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 7.2 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported at the end of the procedure, the catheter was found leaking at approx 30cm from the distal tip. Onyx was observed exiting out at the ruptured site and the physician was able to retrieve it with a dac retrieval device. Same event as MDR# 2029214-2010-00280.